Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had under delivery on the insulin pump. The customer¿s blood glucose level was 401 mg/dl at time of incident and current blood glucose level was 401 mg/dl. The customer¿s blood glucose level was around 250 -300 mg/dl, 260mg/dl, 269 mg/dl and 400 mg/dl and was treated with insulin pump. The customer allege pump was under delivering and the reason was not known. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The insulin pump will not be returned for analysis.